Event description:
The 12mm amplatzer septal occluder (aso) was deployed and appeared to be in stable position upon release, however, the next day on routine echocardiogram, the aso was found to be in the left atrium (la). The child was referred for surgical intervention and retrieval of device.